Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 4 months. A correlation between the device and the reported event could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient was admitted with hematuria on (B)(6) 2017. Urology was consulted, and the patient underwent a cystoscopy and transurethral resection for a bladder tumor on (B)(6) 2017. Anticoagulation was held due to ongoing hematuria requiring transfusions. A heparin infusion was started, and coumadin was resumed on (B)(6) 2017. On (B)(6) 2017, the patient became confused and later in the day developed decreased responsiveness. A head CT scan showed a large, left frontal intraparenchymal hemorrhage, intraventricular hemorrhage, subarachnoid hemorrhage, and slight midline shift. Neurology was consulted, and anticoagulation was stopped. No intervention was recommended by neurosurgery due to high risk morbidity and mortality. Due to severity of the stroke, the family decided to withdraw care. The patient expired shortly after lvad support was discontinued.